Event description:
The customer alleged the unit was leaking from the bottom - dripping not a big leak. The customer wanted to drain all the fluid out of the unit since it will not be in use. The customer later stated the unit was leaking a small amount of blue-green solution and stained the floor - an unknown disinfectant solution. She stated no injuries were involved and the solution was cleaned up.

Manufacturer narrative:
Note: the unit has been out of service since the event and will not be repaired until further notice from management.